Event description:
Customer's mother reported daughter's blood sugar level went down to 2.1 mmol/l and she felt very weak. She states the expert meter is not giving correct bolus advice. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Device not returned.